Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed at this time. The customer's expected blood results are 180-250mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:with all the results in the meter. Customer is comparing 2 different meters. He ran a blood glucose tes on his meter on (B)(6) 2015 @ 9:00am and he got result 540mg/dl, he called the paramedics and when they ran a test with their meter the result was 220mg/dl. He went to the hospital and they took his blood glucose test again and the hospital meter read 200mg/dl. Meter time and date is not set. Customer is on pills for his insulin. Customer did not want to run a back to back test.